Manufacturer narrative:
Results: the review of the mfg paperwork verified that this lot met all pre-release specifications. Conclusion: according to the gore dryseal sheath instructions for use, the 24 fr gore dryseal sheath is for an artery of 9.1 mm. Adequate vessel access is required to introduce the sheath into the vasculature. Careful eval of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding vessel damage, or serious injury to the pt, including death, may result. If vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the pt, including death, may result.

Event description:
On (B)(6) 2011, the pt underwent repair of a descending thoracic aortic aneurysm. Upon removal of the 24 fr gore dryseal sheath, the pt's iliac artery tore. Four add'l gore devices were implanted for repair. There was a retroperitoneal bleed at the access site; therefore, the pt's artery was opened, stitched up and a dacron graft was implanted. The pt tolerated the procedure.